Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that from wound care specialist at va - "wanted to bring it to your attention that a patient in clc-c/ geri long term care was injured as a result of bedframe siderail failure on a joern's acx bedframe (siderail collapsed while he was bearing weight during independent transfer from bed to personal w/c). Minor abrasions to left arm, strained shoulder that he'll be receiving pt for, and left hip bruising". Complaint # (B)(4) was entered into our system.